Event description:
The recipient reportedly experienced redness and an infection from device use. The recipient was given three rounds of antibiotics and a topical steroid treatment. Additional allergy testing and skin flap surgery was recommended. The magnet size was adjusted and the recipient's issues improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly lost to follow up. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.